Event description:
Literature was reviewed regarding the outcomes of mitral valve repair using a semi-rigid posterior band. A total of 244 patients who all underwent mitral valve repair with the medtronic cg future annuloplasty band were included in the study population. The authors observed five cardiac- or valve-related deaths during follow-up. An additional 17 patients died during follow-up due to various reasons; however, no evidence was presented to suggest that a cg future band or its function contributed to these 17 deaths. The following serious injuries/non-death adverse events were mentioned in the article: cerebral infarction; intracranial hemorrhage; congestive heart failure; elevated mean pressure gradient; recurrent mitral regurgitation (trace to severe); anterior mitral leaflet, posterior mitral leaflet, or commissural prolapse causing recurrent mitral regurgitation; and repeat mitral valve surgery. Reasons for reoperation consisted of recurrent regurgitation, endocarditis, and stenosis. Of note, the authors mentioned that cg future band dehiscence or fractures were not observed. No additional adverse outcomes were noted.

Manufacturer narrative:
Citation: takagi k, arinaga k, takaseya t, et al. Mitral valve repair using a semi-rigid posterior band: a 10-year japanese single-center experience of 244 patients. J thorac dis. 2024;16(1):333-343. Doi:10.21037/jtd-23-1486 earliest date of publication used for date of event. This is the serious injury report for the article cited above. The death report was filed in MDR number 2025587-2024-02832. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.